Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump changed settings without the user requesting the change. Tandem technical support reviewed pump data, and confirmed the pump settings were being manually changed; however, the customer maintained that the pump was changing the settings on it's own. There was no reported impact to customer's blood glucose level.